Event description:
Left implant broke in 1999-2000 causing severe pain, and discomfort during driving. Caller cannot sleep on left side due to pain. Since implanted, left implant has been a problem; first inflammation, then ongoing discomfort. Implant remains due to pt being uninsured.